Event description:
Ten months after the index procedure, restenosis was found.

Manufacturer narrative:
This patient presented to the cardiac catherization unit and 3-vessel disease was found. Percutaneous coronary intervention (pci) was performed on a lesion in the proximal left anterior descending artery (lad) with a 3.0x28mm cypher stent at 16 atm. Pci was performed next on a lesion in the proximal right coronary artery (rca) with a 3.5x23mm cypher stent at 16 atm. Then pci was performed on a lesion in the mid rca with a 3.5x23mm cypher at 16 atm. Finally, pci was performed with a 2.5x28mm cypher stent at 16 atm. The posterolateral branch was treated by balloon dilation. Cardiac enzymes post-procedure were within normal limits. Pre-procedure medications included aspirin, ticlopidine and diuretics. Post-procedure medications included aspirin, ticlopidine, lipid lowering medications, fluvastatin and diuretics. The patient was discharged the following day after the procedure without anginal complaints. Two years later, the patient had re-ptca. Additional details were requested but have not been forthcoming as of this writing. Therefore, it is unclear which of the products are associated with this event. Please note that this product, (crs23350, lot no.r0803575) is not distributed in the united states. However, it is similar to the us distributed product, cxs23350. This product is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four products used in the same procedure and were reported under the following manufacturing numbers 9616099-2006-01222, 9616099-2006-01223, 9616099-2006-01224 and 9616099-2006-01225.